Event description:
It was reported that the patient presented for a routine generator change. Device interrogation revealed that the right atrial (ra) lead exhibited high capture threshold. On (B)(6) 2026, a computed tomography (CT) scan confirmed ra lead fracture. The physician capped and replaced the ra lead that same day. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.